Event description:
Independent repair center customer alleged unit will not start, and the key failure is the compressor is noisy/weak. Associated malfunction for this device: inlet filter dirty, check valve leaking, pe valve leaking, power switch short circuited.